Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer replaced the tubing in the rinse unit and gear pump which appeared to resolve the issue. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for multiple patient samples from the cobas 6000 c 501 module. One example was provided of an initial result of 158 mmol/l and a repeat result of 140 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number was m24. The expiration date was requested but was not provided.